Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 due to persistent low flows and high pulsatility index (pi) events without power spikes. Log file review captured intermittent low flow events on (B)(6) 2022. The calculated flow appeared to have fluctuated below the 2.5 lpm alarm threshold. The alarms have been consistent over the last month and have persisted despite map (mean arterial pressure) and volume optimization. Computed tomography (CT) of the chest was concerning for thrombus between the bend relief and outflow graft, and the patient was anticoagulated on a heparin drip.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an extrinsic outflow graft obstruction could not be confirmed as no images were submitted and (B)(6) was not available for investigation. Review of the submitted log files confirmed low flow events; however a specific cause for these events could not conclusively be determined through this evaluation. In addition, the report that the inflow cannula may be partially covered by the anterior wall left ventricle could not be confirmed through this evaluation, as no images were submitted. Review of the submitted controller event log file captured a transient low flow hazard alarm on (B)(6) 2022. Additional low flow hazard alarms were captured in the controller periodic log file on (B)(6) 2022. Of note, pi was elevated during the observed low flow events. The system appeared to operate as intended at the set speed for the duration of the files. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low flow and/or bleeding. Section 5 also explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information stated that the CT scan showed peripheral filling defect representing thrombus in the proximal most aspect of the outflow graft resulting in approximately 50% luminal narrowing. In addition, the inflow cannula may be partially covered by left ventricle's anterior wall which may be secondary to the phase of the cardiac cycle. It was felt to be an external outflow graft compression from within the bend relief. A surgical outflow graft external decompression was done, and a repeat CT showed resolution in noted narrowing.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.